Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that he allegedly received second degree burns on his back while using a heating pad. He indicated that medical attention was sought for his injuries, and that he had scheduled a follow up visit with his doctor. The consumer stated that he was sleeping on top of the heating pad at the time that the injury occurred. The instructions for proper use clearly state "do not use while sleeping... Do not sit on or crush pad - avoid sharp folds. Always place pad on top of and not under your body. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been received.